Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. The pump was unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, error test and all operating current test due to lcd physical damage. The pump was received with minor scratched display window and cracked reservoir tube lip. No cracked on display window was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage and display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a crack on the display screen. The customer will be sent a replacement pump. The customer will return the pump for analysis.